Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/79 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: inappropriate atrial and ventricular pacing during sustained ventricular tachycardia. Journal of cardiovascular electrophysiology. 2020;31:3351¿3355. Doi: 10.1111/jce.14757. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this cardiac resynchronization therapy defibrillator (crt-d). The article reports patients who experienced palpitations and heart failure symptoms. On interrogation, arrhythmia episodes revealed multiple sustained ventricular tachycardia (vt) episodes in the vt monitor zones lasting minutes and others where the arrhythmia log revealed no vt episodes, but in the ventricular sensed response log, sustained vt episodes were seen. It was noted that inappropriate atrial pacing (ap) and ventricular safety pacing (vsp) occurred during vt and no therapies were delivered during that time. Reprogramming was performed and the status/disposition of the devices appear to be still in use. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.